Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they insulin was squirting out during manual prime process. The customer also reported that the insulin pump went to blank display. The customer's blood glucose was 145 mg/dl at the time of call. The customer stated that the insulin continued to drip after letting go of the act button during prime process. The customer stated that there was no gap between the piston and the reservoir stopper. The customer was unable to complete troubleshooting at the time of call. The insulin pump will not be returned for analysis.